Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 0294458 ¿ device expiration date : 10/31/2025. ¿ device manufacture date : 10/20/2020. Lot # : unknown ¿ device expiration date : unknown. ¿ device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 1st related complaint for does not detach as intended on lot # 0294458. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review for batch 0294458 was carried out. All inspections and challenges were performed per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd pen ndl 32g 4mm pro had attachment issues. The following information was provided by the initial reporter :   it was reported by the consumer that when taking the injection the consumer is unable to remove the pen needle after the injection.   Date of event : unknown. Samples : no.